Event description:
Event description guidant received information that left ventricular noise and impedance measurements greater than 2500 ohms were observed with this pacing system. A setscrew issue was suspected and therefore a revision procedure was completed. During the procedure, the left ventricular proximal setscrew was stuck. The decision was made to explant the device, the left ventricular lead (4316/214636) and the associated connector (6744/304259). No adverse patient effects have been reported.